Event description:
Pt underwent thoracic vascular surgery in 2008. At the time of implantation and while the pt was under ecc, it was reported a blood weeping through the graft. Blood weeping stopped when protamin was administered to the pt. Graft remained implanted. It was reported that the pt had no complication.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No product evaluation was performed since the graft remained implanted. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Two products coated on the same day that the complaint device underwent water permeability testing. Tests results indicated values were well within product specifications. A product from the reserve sample, collagen coated the same period than the complaint device underwent water permeability testing. Test result indicated a value well below product specifications. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective. Note that blood weeping is not an expected event, specifically in thoracic vascular surgical procedures. Indeed, in thoracic vascular surgery, pt blood is highly diluted and heparinized while pt is under ecc leading to weeping/oozing phenomena that usually stopped when protamin is administered to the pt which was the case in this event.